Event description:
It was reported that right atrial (ra) lead dislodgment was discovered via remote monitoring with small p-waves, and loss of capture. Dislodgment was confirmed through x-ray. The lead was explanted and replaced. The patient is in stable condition.